Manufacturer narrative:
(B)(4). Date sent: 12/30/2025. D4: batch # 362d05. Investigation summary. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the glc100 device was received with no apparent damage and a glcr100b loaded in the device. The reload was fully fired and no staples present. The swing tab was in locked position. The device was tested for functionality with a test reload and it fired, cut, and formed all the remaining staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The event could not be confirmed as no malformed staples were observed and no abnormal noises were noted during functional testing. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review. A manufacturing record evaluation was performed for the finished device batch number 362d05, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent 11/10/2025. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: is the current patient status known? Patient discharged and was fine. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Had to suture over the anastomosis for leak prevention this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a right hemicolectomy a crunching sound when firing the linear cutter. On inspecting the staple line, the surgeon noticed a lot of malformed staples at the proximal end of the staple line. This was on the mesenteric side of the anastomosis. Surgeon has had to suture over the staple for re-enforcement. Added 20 mins onto the surgery.

Manufacturer narrative:
(B)(4). Date sent: 12/8/2025. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.